Event description:
It was reported that during a review of a merlin.net transmission, noise was observed on the atrial lead of an asymptomatic patient. A slight drop in impedance was also noted. Past instances of atrial lead noise were reported as well. No changes were made and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.